Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Multiple infusion set changes were performed to address the occlusions. Customer alleged an unspecified pump issue was causing the occlusions. Customer's blood glucose level was 490 mg/dl at its highest. Reportedly, the customer reverted to manual injections for insulin therapy.